Event description:
It was reported the closure top backed out post-operatively. X-ray showed the closure top to be loose on the right side of the construct. The patient was brought back for surgery and the closure top was replaced with a new closure top.

Manufacturer narrative:
.